Event description:
During troubleshooting of an alarm during fill 5 of 5 on the homechoice (hc), the home patient (hp) said he had incorrectly connected the supply bags and had placed the last fill bag on the heater plate. Tsr explained to the hp that he had been getting cold solution during his therapy. The tsr asked the hp to put the heater bag on the heater plate even though it was empty. The hp instead disconnected the solution bags and reconnected. The hp had misunderstood the instructions, which compromised the setup. The tsr explained the problem and assisted to end therapy. The tsr advised the hp to let the registered nurse (rn) know the hp incorrectly connected the solution bags and therapy was ended early. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4) . The problem of use error, re-use of single use product was confirmed, based on the patient's report. However, the root cause could not be determined as it is uncertain why the patient re-used single use product.